Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic went up to 90561 (within 79 days) along with non-sustained ventricular tachycardia episodes and non-sustained high rate episodes and evidence of oversensing. Analysis of the device memory indicated the right ventricular lead integrity alert occurred. The rv lead integrity alert warning occurred for increased sic count and 2 or more high rate non-sustained episodes <(><<)>220 ms on (B)(6) 2015. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The rv pace lead impedance dropped from 570 ohms on (B)(6) 2016 to 323 ohms on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had noise. Reprogrammed occurred to turn detections off. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.